Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was under delivering the insulin. Customer stated that they had high blood glucose of 380 mg/dl. Customer treated high blood glucose with insulin pump. Customer stated that they had symptoms like nausea, abdominal pain and irritability. Displacement verification table test was performed and it was passed. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.